Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, cassette latch and infusion testing were performed. Investigation unable to duplicate customer's reported problem. During investigation the pump was able to read cassette and infused with no issue. However, further investigation found fluid ingression on the down pump stream sensor. Service replaced the pump downstream occlusion as preventive action.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a no disposable error. There were no reported adverse events.